Manufacturer narrative:
The device was received and inspected on february 16, 2018. The reported complaint for a separated introducer sheath was confirmed. The sheath was observed to be separated from the hub of the disposable. It was not possible to determine the root cause of the sheath failure at this time. Device history record (DHR) review was conducted for the reported identification number. The lot 17f15rc was released meeting all qa specifications.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed an eviva breast biopsy on (B)(6) 2017 and after the needle was fired into the breast, the plastic introducer completely broke away was separately fired completely inside the breast. The physician then pulled it out by tweezer. There was no patient injury.